Event description:
Two cna's entered resident's room to find resident with left hip on floor and back to the edge of bed. Head/neck between mattress and siderail (at head of bed). Resident found without pulse or respirations.